Event description:
It was reported the implantable cardiac monitor (icm) began to migrate out of the pocket and became infected. The icm was explanted, the patient treated with antibiotics and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).